Event description:
The service report shows the audio alarm on the 7200 ventilator was found to be intermittent. The mallinckrodt customer support engineer (cse) verified the audio alarm to be intermittent. The cse inspected the device and replaced the audio alarm. The unit passed extended self testing.